Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the menorrhagia, mood swings, abdominal distension, vaginal haemorrhage, migraine and dysmenorrhoea had resolved and the fatigue, weight increased and back pain outcome was unknown. The reporter considered abdominal distension, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, mood swings, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 discrepancy noted as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. Previously reported event "injury" was updated to hormonal changes describe: mood swings. Events: bloating, abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), pain, fatigue, weight gain were added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.